Event description:
It was reported that the user experienced hypoglycemia to a blood glucose of 65 mg/dl while using the ilet system, expressed fear for personal safety, and requested to discontinue use and return to a previous pump; troubleshooting and education were completed, no alerts or alarms were reported, and the cause remained unclear. Symptoms included no documented clinical signs, symptoms, or conditions beyond the reported low glucose. Outcomes included no health consequences or impact. Investigation included case review and coordination with the clinical team. Investigation of this case revealed no device alerts and no confirmed device malfunction, and the cause of the hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.